Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump battery was depleting quickly. Resulting in the pump shutting off. The customer¿s blood glucose (bg) was 523 mg/dl. Customer reported, they had large ketones. Ketones were not identified as dangerous or life threatening and no injury or permanent damage occurred. Bg level was addressed with a correction bolus via mdi. Troubleshooting with tandem technical support, indicated that pump battery was depleting normally, based on settings and customer usage. The customer continued to use the pump for insulin therapy.